Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that insulin may not be coming out as their blood glucose readings were in the range of 300 mg/dl to 350 mg/dl. Customer stated that the insulin pump fell on the floor prior to the alarm. Customer's blood glucose reading at the time of the call was 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.